Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the initial reporter indicated that monopolar and bipolar energy was not functioning properly and there was "additional bleeding." The source of the bleeding and estimated blood loss volume are unknown. According to the initial reporter, the surgical staff replaced the instruments and cords but the issue remained. It was also mentioned that the surgical staff had an unspecified issue with a vessel sealer extend (vse) instrument. After the surgical procedure was completed, the initial reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the system event logs and found error 25920 indicating that the lower monopolar and lower bipolar ports energy activation was halted by an instrument or instrument cable. The initial reporter admitted to the tse that they do not keep track of the cable uses. The tse informed the initial reporter that the cables are rated for 20 uses or 25 times reprocesses. The procedure was completed with no reported injury. Isi contacted the surgeon of this procedure to obtain additional information. The doctor was not available to discuss this event, but said that the energy instruments did not provide cautery at all. The surgeon advised contacting the nurse who initially reported this event. Isi contacted the nurse who initially reported this event and additional information was obtained about the complaint: this nurse was present during this procedure. The nurse said there was no cautery being supplied to any of the da vinci energy instruments during this procedure. The or staff replaced the energy instruments and energy cords, but the issue persisted. There was a red question mark icon on the erbe next to where it says the grounding pad is connected that the nurse had never seen before. The nurse said there were no other issues during this procedure. The nurse said there was bleeding and said bleeding is expected with their hysterectomy procedure, but the bleeding went on longer than normal because there was no cautery being supplied to the instruments to resolve the bleeding. The nurse said they think the patient lost about 200ml of blood lost and noted that the bleeding was not severe, but left unresolved longer than normal due to the lack of cautery. The nurse could not recall how the surgeon resolved the bleeding. No blood transfusions were administered due to this event. The nurse thinks the surgeon used laparoscopic energy instruments with the bed side assistant to continue the procedure after this reported event occurred, but they could not recall with confidence.

Manufacturer narrative:
An isi field services engineer (fse) was dispatched to the customer site to further investigate the customer reported issue. The fse was unable to reproduce the reported problem. The system was tested by the fse and verified as ready for use. No product is expected to be returned for failure analysis. The root cause of the issue as reported by the customer was unable to be determined as the issue could not be replicated during the fse visit. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs has been performed for the da vinci-assisted surgical procedure performed by the surgeon on (B)(6) 2022 using da vinci system #(B)(4). Per the instrument logs the following energy instruments were used: fenestrated bipolar forceps (part #471205-17; lot #k10220113-0176) has been used in a subsequent surgical procedure and a review of the site¿s complaint history does not show any complaints logged against this instrument. Monopolar curved scissors (part #470179-19; lot #k12220530-0381) has been used in a subsequent surgical procedure and a review of the site¿s complaint history does not show any complaints logged against this instrument. Monopolar curved scissors (part #470179-19; lot #k11220110-0505) has not been used in a subsequent surgical procedure and a review of the site¿s complaint history does not show any complaints logged against this instrument. Vessel sealer extend (part #480422-01; lot #m90220524-0336) is a single-use instrument. Maryland bipolar forceps (part #471172-17; lot #k11220124-0023) has been used in a subsequent surgical procedure and a review of the site¿s complaint history does not show any complaints logged against this instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, it was alleged that monopolar and bipolar energy was not functioning properly and as a result, there was "additional bleeding." The procedure was reportedly completed, but it is unknown what medical intervention, if any, was required to address the bleeding. The source of the bleeding and estimated blood loss volume are also unknown. Refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event reported against the vse instrument.